Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. Treatment for this event was not reported. The cause of the infection was not reported. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of the infection event was unknown. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).